Event description:
The surgeon implanted a cc4204bf collamer plate lens but the trailing haptic broke while being inserted. The incision was enlarged to remove the lens. The surgical technician indicated that it was unk if sutures were required and as to why the haptic broke. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not known by the facility.